Event description:
The reporter stated the device was in use for infusion of ceftriaxione. The reporter stated after scheduled infusion was completed there was a remaining infusion volume resulting in an inaccuracy rate of 17.7%. No adverse effects reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). One sample was received for evaluation. Sample was received in decontaminated without the original packaging. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Per visual inspection, does not contain the blue clip and contains a component that does not belong to manufacturer. No damage was found on the components, no contamination and no failure mode conditions were observed. The sample was set for accuracy testing using a pump and a balance mettler to look for unusual function. Sample passed the accuracy test; thus, the reported failure mode is not confirmed. Root cause cannot be determined. No actions were required since the complaint was not confirmed.